Manufacturer narrative:
Philips service replaced the table tilt potentiometer and recalibrated the table tilt. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the foot pedals intermittently fail, causing loss of fluoro image on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.